Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a proximal sensor not detecting inspiratory pressure on the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a proximal sensor not detecting inspiratory pressure on the device. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's blower assembly and three-way solenoid valve was replaced to address the issue. Additional findings not related to the malfunction/issue with the system board, oxygen blending module assembly, and harness on the device. The parts were replaced on the device.